Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -3.0/+2.00/x085 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. A refractive surprise was reported. The lens remains implanted.